Event description:
Reporter stated that patient had been receiving elevated blood glucose results (448 mg/dl), while using the suspect device. Patient became stressed and nervous, due to high results and sought treatment at the hospital. Reporter indicated that patient's blood glucose result, from the hospital lab, was 69 mg/dl. No treatment was received. Patient was testing with expired strips at the time of the event. Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.